Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the contrast key responded intermittently to user presses while the rest of the keys were fully responsive. There was no damage or peeling observed to the keypad. The keypad was removed and there was contamination found under all the key contacts. The battery cap was also observed to be damage with stripped threads. A test cap was used for all steps.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was noted that the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.